Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient experienced a fungal infection, kci could not determine that the alleged event was related to activ.a.c.¿ therapy. As of 12-apr-2017, kci had no information to exclude that either a fungal infection was confirmed via culture or the need for medical intervention to resolve the fungal infection. Based on the additional information obtained on 26-jun-2018, the nurse stated that the patient's periwound appeared weeping, red and excoriated allegedly due to a yeast infection. Activ.a.c.¿ therapy was re-applied on (B)(6) 2017 and was removed on (B)(6) 2017 allegedly due to the same previous symptoms. An antifungal cream was applied, and the yeast infection resolved. It is unknown if the alleged fungal infection had resolved prior to the re-application of activ.a.c.¿ therapy on (B)(6) 2017. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
The following information was reported to kci by the nurse: on (B)(6) 2017, the activ.a.c.¿ ion progress¿ remote therapy monitoring was removed allegedly due to a periwound yeast infection. The patient's wound will be re-evaluated on (B)(6) 2017. The following information was reported to kci by the patient: on (B)(6) 2017, activ.a.c.¿ therapy was reapplied. On (B)(6) 2016, the patient's skin allegedly broken out again and activ.a.c.¿ therapy was removed. On 26-jun-2018, the following information was reported by the nurse: on (B)(6) 2017, activ.a.c.¿ therapy was removed as the patient's periwound appeared weeping, red and excoriated allegedly due to a yeast infection. The patient was placed on an alternate dressing regimen with an antifungal cream, and the yeast infection has resolved. On 24-feb-2017, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 27-mar-2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.